Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device for external pacing and transported to the hosp. According to the rptr, the device would continously stop pacing without alarms and had to be restarted by paramedics. No adverse affects to the pt were reported as a result of the alleged malfunction.